Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer was hospitalized (B)(6) 2014 and treated for hyperglycemia and ketoacidosis after having administered 5 boluses between 7:17am and 5:59pm in response to high blood glucose results and symptoms of hyperglycemia. The customer alleges incorrect insulin delivery from the spirit combo insulin pump. The occlusion alarm did not sound (B)(6) 2014, however it sounded (B)(6) 2014. A request was made for the return of the device.